Manufacturer narrative:
The device in question was disposed at the hospital. Review of the device history record confirmed all devices in the lot met manufacturing requirements prior to shipment. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. Device disposed at the hospital.

Event description:
The sureflex transseptal guiding sheath, along with other manufacturers' devices, was being used in an atrial fibrillation ablation procedure. During isolation of the right inferior vein, the assembly of devices inadvertently caused a perforation. Pericardiocentesis was performed and protamine was administered. The patient was transferred to the ICU. At the time of reporting, the patient was reported to be discharged from the hospital and was doing well. There is no evidence to suggest that the sureflex transseptal guiding sheath caused or contributed to the unexpected perforation. However, as the sureflex transseptal guiding sheath was one of the various devices used during the procedure, baylis medical has decided to submit this report.